Event description:
It was reported that patient underwent an initial left total hip arthroplasty (B)(6) 2003. Subsequently, the patient underwent a revision procedure (B)(6) 2014 due to squeaking, pain, and elevated cobalt and chromium blood levels. Revision operative report notes the presence of cloudy fluid; black, necrotic bone and soft tissue; superficial corrosion along the trunnion; fibrotic, thickened hip abductors; and bony defect. The modular head and taper insert were removed and replaced. The cup was removed and replaced with competitor product.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, "intraoperative or postoperative bone fracture and/or postoperative pain." "Particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid." And "fretting and crevice corrosion may occur at interfaces between components." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-00272 / -00273).